Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode plasma loop broke and stopped working during an unknown procedure. The intended procedure was completed using an olympus back up device. There were no reports of patient injury or harm.